Event description:
A health care professional mentioned that when she was working previously in group home, she had a vns patient that had multiple site infections after surgery. No additional relevant information has been received regarding the patient or the infection.